Event description:
Reportable based on analysis completed (B)(6) 2011. It was reported that during a stenting treatment procedure, the stent did not cross the lesion. The procedure treated the target lesion located in the mid right coronary artery. The 2.25x12mm ion stent was advanced to treat the lesion, but could not cross the lesion. The procedure was successfully completed with another device. No patient complications were reported and the patient status is ok. Analysis of the returned device revealed stent damage.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: visual inspection revealed blood and contrast were in the distal and midshaft of the device which is consistent with the reported information that the device was used. It was determined that the first three rows of proximal struts were stretched and flared. The distal tip of the catheter was damaged. Despite a thorough analysis of the returned device it was not possible to confirm the reported difficulty. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).